Event description:
As learned through medical records, post tavr the patient had cardiogenic shock secondary to heart block/av dissociation and received a permanent pacemaker on pod 1.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the heart block cannot be confirmed, however, may be related to patient factors and/or the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation. The complaint for valve paravalvular leak was confirmed based on medical records. A review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl, as reported in this case, is not well understood but may be related to cardiac remodeling. As reported, "post tavr the patient had cardiogenic shock secondary to heart block/av dissociation and received a permanent pacemaker on pod 1. A follow up echo report approximately one and a half months post tavr showed mild to moderate paravalvular regurgitation. By tee, there was moderate to severe pvl. As reported by the patient, the physician stated they may need to dilate the valve or do a valve in valve procedure to fix the pvl. Approximately 2 months post tavr implantation, the patient's pvl was moderate. The patient has chosen to undergo savr and CABG procedure." Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As learned through medical records, post tavr the patient had cardiogenic shock secondary to heart block/av dissociation and received a permanent pacemaker on pod 1. A follow up echo report approximately one and a half months post tavr showed mild to moderate paravalvular regurgitation. By tee, there was moderate to severe perivalvular leak (pvl). Approximately 2 months post tavr implantation, the patient's pvl was moderate. Treatment options were discussed with the patient. Due to the moderate pvl combined with the patient's coronary artery disease, the options offered, were to either do a savr with CABG or valve-in-valve tavr with pci. The patient has chosen to undergo savr and CABG procedure. The valve was explanted after an implant duration of 6 months. A surgical valve was implanted in replacement.

Manufacturer narrative:
Updated b5, h6- device code, clinical code, impact code. Investigation is ongoing.

Event description:
As learned through medical records, post tavr the patient had cardiogenic shock secondary to heart block/av dissociation and received a permanent pacemaker on pod 1. A follow up echo report approximately one and a half months post tavr showed mild to moderate paravalvular regurgitation. By tee, there was moderate to severe perivalvular leak (pvl). Approximately 2 months post tavr implantation, the patient's pvl was moderate. Treatment options were discussed with the patient. Due to the moderate pvl combined with the patient's coronary artery disease, the options offered, were to either do a savr with CABG or valve-in-valve tavr with pci. The patient has chosen to undergo savr and CABG procedure.